Event description:
It was reported that tip detachment occurred. The target lesion was located in the obtuse marginal 2 (om2). A 300cm pt²¿ guide wire was selected and advanced to the lesion. The physician advanced the device from the circumflex artery into the obtuse marginal 2 (om2); however, it was noted that the tip of the wire broke off and prolapsed into the om2. The distal tip was too small to accommodate the snares. The physician then tried to use an aspiration catheter twice to remove the wire tip but was unsuccessful. The tip of the wire was not removed as it was in an unreachable location. No further patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Upn corrected from h74938931040 to h74938931042. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the obtuse marginal 2 (om2). A 300cm pt²¿ guide wire was selected and advanced to the lesion. The physician advanced the device from the circumflex artery into the obtuse marginal 2 (om2); however, it was noted that the tip of the wire broke off and prolapsed into the om2. The distal tip was too small to accommodate the snares. The physician then tried to use an aspiration catheter twice to remove the wire tip but was unsuccessful. The tip of the wire was not removed as it was in an unreachable location. No further patient complications were reported and the patient's status was fine and stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user medwatch mw 5039691, that the patient presented with acute severe non st elevation myocardial infarction (nstemi) and subsequently, patient underwent percutaneous coronary intervention (pci) to left circumflex and superior branch of the obtuse marginal 1 (om1) and not om2 as previously reported. In addition, after an end of 300cm pt2 guide wire was fractured and dislodged into the distal vessel, no flow phenomena was noted in the superior branch of the om1 and patient experienced acute myocardial infarction (mi). The physician then placed a stent in the proximal to mid left circumflex which resulted to excellent brisk timi 1 flow in the main, left circumflex and the inferior branch of the om1 via angiogram. No associated coronary artery perforation or leak was noted. The patient was discharged in a hemodynamically stable condition.